Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). On (B)(6) 2015, the patient reported increased pain. There was decreased spinal cord stimulation coverage and increased lower back pain and lower extremity pain. A clinical diagnosis of unsatisfactory analgesia was reported and a device diagnosis was not applicable. The ins was reprogrammed on (B)(6) 2015 and the event resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy (specifically due to programming) and not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015.

Manufacturer narrative:
Additional information was received regarding the patient's weight. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that no contributing factors were identified.

Event description:
The patient's ins was for non-malignant pain and lumbar radiculopathy.